Event description:
It was reported that a dexcom g7 continuous glucose monitor lost signal to the ilet, and the signal was restored after guided troubleshooting that included restarting the ilet, toggling between g6 and g7, unpairing from the iphone, cycling bluetooth, and repairing the ilet to the iphone. Symptoms included no alerts or alarms and no reported clinical symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote technical troubleshooting and education on device connectivity. Investigation of this case revealed a temporary loss of communication between the cgm and the ilet that resolved with device restart and bluetooth reconfiguration, consistent with a connectivity issue without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-level connectivity disruption corrected through standard troubleshooting.